Event description:
The customer reported to olympus, the bronchofiberscope had multiple black spots on the image. Inspection and testing of the returned device found the connecting tube had the coating peeling and the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens was dirty, the forceps channel port was shaved, the connecting tube had the coating peeling, watertightness was lost due to deformation of the control unit, the eyepiece was deformed, the adhesive on the bending section rubber was detached, the venting connector under the grip had a dent, the universal cord was scratched, the universal cord was sticky, there was low angulation, the image had a stain due to damage to the image guide bundle, the image was foggy due to damage on the objective lens, and the control unit had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date b5 - event description e1 - reporter name and address e2 - health professional e3 - occupation g2 - report source h6 - adverse event problem h10 - manufacturer narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The issue was found during reprocessing.